Event description:
Same case as MDR ID# 2134265-2011-06046.it was reported that during a stenting treatment procedure difficulty removing an interfacing device occurred. The target lesion was located in the left renal and popliteal artery. A 6.0x14x90cm express sd stent delivery system (sds) was used with a 6f pv mach1 guide catheter and it was very difficult to pull the sds back through the mach1 guide catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).